Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. The battery compartment was intact. The current draws were within specifications. There was no evidence of moisture or loose components inside pump. The black box shows dates from (B)(6) 2014. Multiple eaw 177 low battery warnings and one eaw 128 replace battery alarm observed in the black box (bb). Evidence of partially discharged batteries being installed observed in bb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.